Event description:
It was reported that the colonovideoscope did not perform any actions when connecting to the video tower. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received form the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope error (e217), dirty circuit board unit in scope connector. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was traced to a data error related to the scope identification 'ID', which triggered scope error e217. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Additionally, based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.